Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer, who is a physician, reported observing "large red plaques" at the sensor site. Customer used ercefilm ventilated barrier spray, but stated the sensor detached and the "redness persists". Customer had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment of the sensor site, but customer reported the cream "had no result". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer, who is a physician, reported observing "large red plaques" at the sensor site. Customer used ercefilm ventilated barrier spray, but stated the sensor detached and the "redness persists". Customer had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment of the sensor site, but customer reported the cream "had no result". No further treatment was reported. There was no report of death or permanent injury associated with this event.